Manufacturer narrative:
Initial trend analysis for lot 593210 was conducted, no malfunctions were found. This is the only complaint for lot 593210. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports that two boxes of pen needles item 831041 lot 593210 are very uncomfortable to use as though they have no silicon and making her bleed during use. End user also communicated that some of the pen needle caps are difficult to fit and attach to the lantus solostar insulin pen being used - which is not a new insulin pen that she has began using. Also mentioned, if the pen needle is able to fasten to the insulin pen, removing the pen needle is difficult - "as if the size of the needle hub is too small."